Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-june-2015, an fse performed routine troubleshooting with the customer over-the-phone to address the reported event. The fse advised the customer that the nozzle needed to be replace and offered to walk them through the process. The customer decided to change the nozzle without service intervention. A review of the complaint history after this ticket did not identify any further assistance requested by the customer, therefore, no further action was required by field service. The most probable cause of the reported event was due to a defective sample nozzle.

Event description:
On (B)(6) 2015, a customer reported error 2012 (air detected in diluent) and 4020 (specimen syringe error) failure with their aia-360 analyzer. The customer reported that she had recommended loose tubing as well. These errors resulted in a delay in reporting results. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.